Event description:
Defective swan-ganz (ref# 131f7), balloon rupture noted. Removed swan-ganz from the body. Assessed catheter after removal from the body; balloon remain on the catheter. Slit noted in the middle of the balloon. Patient stable, no change in vitals. Right heart cath on (B)(6) 2017 for diastolic heart failure.